Event description:
It was reported that when implanting the intraocular lens (iol), it came out of the cartridge. Fractures at the base of the haptic and on the edge of the optic notches. There was no patient contact, no patient data. It was replaced with another iol. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5: not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: (B)(6). Section h3 - other (81): the lens was not returned for evaluation as it remains implanted. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was performed on the customer provided photographs. The photographs displays a lens implanted with damage at the base of the haptic that extends across the optic body and terminates at the optic body/boot junction. The nature and extent of the damage cannot be determined from photographic evaluation. The complaint issue dc-haptic detached was not confirmed during product evaluation. The complaint issue of dc-lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the code "1261 - haptic detached" was inadvertently entered in the initial MDR report which is incorrect. The correct code which should have been used is "1069- haptic damaged". Therefore, the information has been corrected in this supplemental MDR report as indicated below: section h6: medical device problem code: 1069 (captures both haptic damaged and lens damaged). The following code is no longer applicable to this event: section h6: medical device problem code: 1261- haptic detached. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.